Event description:
It was reported that a patient experienced a corneal burn which was associated with the use of an alcon phacoemulsification machine and the healon endocoat. The exact incident date was not provided; however, it was stated that the incident date was about one (1) week prior of the report, which would be approximately the week of (B)(6) 2013. Reportedly, the patient was improving. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.